Manufacturer narrative:
D4, h4 - the actual device associated with this event is not known. International affiliate reports the following possible products: code jv372, lot um8hcpm0, mfg date 11/2005, exp date 12/31/2010; code jv372, lot uj8jqm0, mfg 08/2005, exp date 12/31/2010; code jv372, lot ue8gjkm0, mfg 05/2005, exp 06/30/2010; code jv372, lot ug8hbxm0, mfg 06/2005, exp 06/30/2010; code jv323, lot ud8dxrm0, mfg 04/2005 exp 06/30/2010; and code jv323, lot ue8jppm0, mfg unk, exp 06/30/2010. H-6 conclusion code: no conclusion can be drawn at this time.

Event description:
International affiliate reported that a patient presented at an unspecified time following surgery with an unspecified infection. It is assumed that antibiotics were prescribed to address the event. No further details were provided.